Manufacturer narrative:
Product ID: 3889-28, lot# va0ejmc, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had seen their manufacturer representative 3 times since having the device implanted and it had been implanted for 4 weeks now. The patient¿s health care provider (hcp) was told to use a catheter every time they urinated and was using a catheter usually most all the time more than what they urinated and was ¿cathing out more than what they were urinating.¿ it was noted that their hcp was aware of this and the patient had been told before that once the device was implanted that it would cut out the patient having to use a catheter but the patient still had to use one. It was reported that the patient had ms and it was getting so frustrating. From what the patient could tell from journaling, it had not been effective because they were ¿cathing out just as much if not more.¿ it was reported that over the last week, the patient had had maybe one time a day where they ¿cathed 200 and urinated 250.¿ it was noted that the patient urinates about 7 times a day. The patient had the device implanted to treat urinary retention and stated that their hcp told them that the therapy would be able to stop them from using a catheter or that they would have to use one when they first woke up and when they went to bed. It was reported that the patient was still wearing depends all the time and every single night was waking up soaking wet and used a catheter before they went to sleep. The patient had little to no therapy effect since implant. It was reported that the patient¿s hcp would try to turn the device up and they couldn¿t get it to go up any further and finally got it to a 1 because when they went up further it made their leg and toes jump up on their right side. A couple of weeks ago, the patient was told by their hcp that they had a little infection and was put on antibiotics. It was reported that the patient was also on antibiotics when they were implanted with the device which lead to a yeast infection. Yesterday the patient was told that they still had a little light infection and was put on antibiotics and might have to take some pills I f they get a yeast infection. It was noted that the patient was not sure what type of infection they had but the hcp took a urine sample. It was reported that because of the patient¿s ms they were supposed to have infusions once a month and they told them that they were not supposed to have an infusion when they had an infection and were on antibiotics. The patient had missed almost a month of infusions, was frustrated, and wished they never got the device implanted. It was noted that the patient was told to put cream on their vaginal area to help with the infections but it was not helping. It was reported that the patient was told by their manufacturer representative that they should feel the stimulation tingling sensation but the patient had never felt that and the only time they know it was implanted was when they tried to turn it up and it moved their foot or toe. It was noted that one time the manufacturer representative had talked about switching it to the other side and their hcp mentioned something about trying another program. The hcp wanted the patient to come back in 2 weeks and said something about the patient still havinga slight infection. It was noted that the patient felt better after talking things through.